Event description:
It was reported that difficulty advancing and removing a guidewire and tip separation occurred. The chronic total occluded (cto), calcified target lesion was located in the left anterior descending artery (lad). After engaging the proximal cap and body of cto with the judo 3 guidewire, a 135cm non bsc microcatheter was advanced into the lesion. The judo wire was noted to be stuck and unable to be advanced or withdrawn through the non bsc microcatheter. After several attempts of withdrawing the wire, the non bsc microcatheter and judo were removed together, but the distal 5 to 10mm of the wire tip was fractured and noted to be in the lad plaque. A new non bsc microcatheter and marvel guidewire were introduced, followed by a non bsc wire. The procedure was completed and there were no patient complications.